Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.